Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had longstanding use of rescue tape on his driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage which requires the use of rescue tape could not be confirmed through this evaluation as no images were submitted and no product was returned. A specific cause for the damage could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document provides instructions on how to care for the driveline as well as how to respond in the event of driveline damage. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.